Event description:
The service report shows that the customer reported that the 840 ventilator stopped cycling while in use on a pt. The customer stated that the pt was safely removed from the ventilator and placed on another unit. There was no harm or injury reported. The nellcor puritan bennett customer support engineer (cse) did verify error codes in memory that support the customer's allegation. The cse inspected the device and replaced the components associated with those error codes. The unit passed extended self testing.